Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is (B)(4) compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneously reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per (B)(4) and eo residual levels in compliance with (B)(4). Each lot  is confirmed to meet requirements for non-pyrogenicity per (B)(4) and sterility per (B)(4) prior to release.

Event description:
It was reported that after wearing the pod on the leg between 24 and 36 hours, the site was red and infected with pus and the blood glucose (bg) levels rose up to 21 mmol/l (378 mg/dl) while wearing the pod on the leg between 4 and 24 hours. The patient visited the general practitioner (gp) who prescribed antibiotics (erythromycin 250mg) to be taken 4 times a day, nurofen and some hot an cold relief therapy. The pod was discarded.